Manufacturer narrative:
The device was not returned for investigation and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent a convergent procedure via subxiphoid approach with video- assisted thoracoscopic left atrial appendage exclusion. Upon finishing the last ablation, patient went into ventricular fibrillation and required external resuscitative measures. Patient regained heart rhythm and was discharged on postoperative day 2. There was no reported device malfunction, and the adverse event was the result of a procedural complication.